Event description:
It was reported that sometime post a port placement, the break away sheath on the mediport tunneler was allegedly prematurely broken away into two pieces causing the patient to bleed excessively. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows a detached and separated piece of valve cap inside a transparent package. According to the manufacturing site evaluation, the problem of top cap detachment is confirmed, the top cap showed obvious residues which prevented a clear view of the edges that are welded to the t-handle. However, the lack of evidence from the affected parts did not allow an evaluation of the possible causes of this condition. Therefore, the investigation is confirmed for the identified loss of bond and material separation issues. However, the investigation is inconclusive for the reported premature separation and reflux within the device issues as the exact circumstances at the time of reported event is unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method) h11: d4 (unique identifier (UDI) #), h6 (result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the breakaway sheath on the mediport tunneler was allegedly prematurely broken away into two pieces causing the patient to bleed excessively. Additionally, while the dilator was being pulled out, before the catheter was completely seeded, the "valve" on the breakaway sheath broke into two pieces causing bleeding. There was no reported patient injury.